Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. A getinge field service engineer reported that they replaced the solenoid control board and power management board. The fse performed pm procedures and the unit passed all functional and safety tests and was returned to customer. The fat department performed a visual inspection of the parts received and found that the parts are in good condition. The fat department installed power management board and solenoid board in the cardiosave test fixture and tested jointly and separately to factory specifications per procedure and cardiosave service manual. The failure analysis and testing department ran the test for two hours and could not replicate the failure reported by customer, the fat team stated the part passed with no issues. Probable root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure. Investigation is complete.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm, the cardiosave intra-aortic balloon pump (iabp) it was discovered that the following critical errors recorded multiple times in the fault logs, fault code # 118 . There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).